Manufacturer narrative:
Based on the information provided, there was no allegation of an isi device malfunction that caused or contributed to the reported event. A follow-up MDR will be submitted if additional information is received. On (B)(4) 2020, isi clinical development engineering team reviewed the photographic image and provided the following feedback: the image showed a piece of tissue lodged in the proximal region of the wrist of the force bipolar. The exact location of the wrist that the tissue interacts with cannot be seen due to biodebris and image quality. From the image, it is unknown how the tissue became lodged in the wrist or how it was eventually dislodged. Isi has reviewed the site¿s system logs with a procedure date of (B)(6) 2020. No related system errors were found to have occurred during the surgical procedure. This complaint is being classified as a reportable event due to the following conclusion: it was reported that during a da vinci-assisted inguinal hernia repair procedure, tissue was torn after it was freed from being stuck in the wrist of a force bipolar instrument. As a result, the surgeon repaired the tissue by oversewing the torn tissue. However, at this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was initially reported that during a da vinci-assisted inguinal hernia repair procedure, a force bipolar instrument was stuck on tissue. As a result, the surgeon identified a tear on the stuck tissue. The surgeon repaired the tissue by oversewing the tear. On (B)(4) 2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: it was reported that the surgeon was pressing down in between the rectal muscle and the posterior rectal sheath with the force bipolar instrument. The surgeon was trying to apply counterforce to dissect tissue with another unspecified instrument installed on the other arm. At that time, the surgeon noticed that the peritoneum was stuck on the wrist of the force bipolar instrument. As a result, freeing the tissue from the wrist of the force bipolar instrument, a hole was created in the peritoneum. The surgeon had to repair the hole by placing sutures. The csr confirmed that the surgeon did not allege any malfunction of the instrument. The force bipolar instrument was sent to the sterile processing department and might not be returned to isi for failure analysis. The csr confirmed that the surgeon was not using the bipolar mode when the reported issue occurred. The csr had a photographic image for review; however, no video recording is available.